Event description:
The patient experienced a loss of therapeutic effect following a fall. She fell in the shower and landed on the implant. She experienced pain in her right and left leg. She was feeling stimulation but when she turns off her device, her pain is to the point of having to go to the emergency room. She was at home. Additional information has been requested.

Manufacturer narrative:
(B) (4).